Event description:
It was reported to boston scientific corp that a corflo cubby low profile gastrostomy device was being prepared for use in a procedure to replace the enteral feeding device. According to the complainant, during preparation, water leaked out of the balloon. Another corflo cubby low profile gastrostomy device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
According to the complainant, the suspect device has been disposed of and is not available for return. A device eval cannot be performed; the cause of the reported malfunction is undetermined.